Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening on the posterior side assessed as surgical impact opening and missing side assessed as inconclusive. (Shell thickness was within specification) additional observations: ¿ no penetrating nick ( stress marks) observed on the device. ¿ red particle observed on the gel.

Event description:
Patient reported a right side rupture. Device has been explanted and replaced.